Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the horn harness assembly was defective, causing the alarms not to function, which confirmed the original complaint issue. The following were updated accordingly: report date, device available for evaluation?, date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated, what type?.

Event description:
The dealer stated that there is no audible alarm on this unit.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that there is no audible alarm on this unit.